Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Email is: (B)(6).

Event description:
It was reported a patient had on a high volume infusion overnight and it had air in line at the end of the infusion that was not detected. There was approximately 70.2 ml left of the 2l infusion. No adverse patient effects were reported by the customer. Pump settings: rate: 91 ml/hour; amount given: 1929.8 ml reservoir volume: 70.2 ml. Drug regimen: 3680 mg mesna in 2000 ml ns cadd pump infusion over 22 hours. Start time was 14:45 on (B)(6) 2023, end time was 12:04 on (B)(6) 2023.

Manufacturer narrative:
Sample was received; device not returned.

Manufacturer narrative:
Other text: additional information is provided for h.2 and h.6. One sample was received for evaluation. Visual inspection revealed the sample was received in a plastic bag, not its original packaging and in used conditions; no damage or defects were noted. Functional testing was performed, and the reported issue could not be replicated. The root cause could not be determined. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.